Manufacturer narrative:
The actual date of event is unknown. The actual date of death is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a tech called in to report a patient incident where it was noted that the patient passed away. At the time, the tech didn't have all the devices involved and said they would call back with the other device information and whether they wanted the incident investigated. However, it was noted that the tech never called back. After numerous attempts of reaching out to the tech, they never responded.

Manufacturer narrative:
Correction: describe event or problem additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: unable to determine the root cause. Although multiple requests have been made, no additional information has been provided, and no product has been returned.

Event description:
It was reported that a patient "passed away" but no information on the device was provided at the time. Although multiple attempts have been made, no additional information has been provided to the manufacturer to date and no device has been returned.